Manufacturer narrative:
Received one new 146870489 primary plum set. No defects or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of a proximal occlusion alarm could not be replicated but can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms.

Manufacturer narrative:
The device was returned for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that they were having issues with the plum 360 IV pumps (ICU med manufacturer) giving them ¿proximal occlusion¿ errors when back priming a b line to switch to the a line. There is no specific patient as it is happening every single day on 9 of their 15 total pumps, but they can open and close the door to get this error message to go away. The pumps involved have serial numbers (B)(6). There was patient involvement but no patient harm. This is the fifth of nine events.